Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that the surgeon went to fire the tlc55 and it did not fire correctly. The instrument apparently jammed. Another instrument was used to complete the case with no problems. There was no consequence to the pt.